Manufacturer narrative:
Investigation - evaluation a review of the complaint history, documentation, specifications and quality control was conducted during the investigation. This complaint was initiated after the customer was notified of the beacon tip technology recall and indicated adverse effects from the recalled product. Attempts were made to obtain additional information and further clarification, including lot numbers however no response was received. A third attempt to obtain additional information by means of a certified letter that was sent to the customer. Cook received verification that the certified letter was received and signed for. No response from the customer was received. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A review of responses from the (B)(6) 2016 (B)(6) recall questionnaire reportedly indicated a ¿yes¿ response to the question regarding whether there were any adverse effects from the recalled product. The customer response further indicated ¿separation of tip¿ in their response. Customer relations has attempted to contact the reporter and indicated ¿no answer and no voicemail were available at the listed contact." No additional information was available at the time of this report.